Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. Episodes of high ventricular rate were noted. No intervention has been performed. There were no patient consequences.